Event description:
It was reported that the patient received multiple shocks for svt. The patient reported that his physician stated the device was faulty after delivering multiple shocks. The defibrillation therapies were programmed off. The patient believed the shocks caused him to develop a hump in his back as well as a loss of vision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).